Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm on the insulin pump. The alarm occurred during normal use. The customer¿s blood glucose level was 400 mg/dl. Troubleshooting was performed. The customer was assisted with clearing the alarm. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the device. The device will not be returned for analysis.